Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient was implanted with intraocular lens (iol) in (B)(6) 2011. Post implantation, the patient experienced decreased visual acuity (va). Yag was performed in (B)(6) 2013. The patient also had whitish view in the left eye which was noticed during slit observation in (B)(6) 2021. Additional information was requested.

Event description:
Additional information was requested and received stating there was sub surface nano glistenings (ssng) with the iol. The patient had dry eyes and was prescribed with eye drops.

Manufacturer narrative:
Additional information was provided in a.2., a.3., b.5., b.6., b.7. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating post examination by director of the hospital, it was assessed that iol explant was not necessary for the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).